Event description:
It was reported that a malfunction alarm occurred with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump and instructed to continue using it.